Event description:
The customer reported that she wore the device for the full three days and when she removed it, the cannula was bent at a 90 degrees angle. Her blood glucose prior to removal was 300 mg/dl.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported, so no qualification record review was performed. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)".